Event description:
Issue one: I use the tslim insulin pump and used the extended bolus feature. The pump showed that I was being given insulin long after the bolus should have ended. I notified tandem in (B)(6)and they sent me a new pump. I had the same issue with the new pump and they told me I was the only person who had the issue and they made me upload pump data. They said the pump did what it was suppose to, it was a software glitch and I found it. The pump screen showed inaccurate info. Someone else could make decisions based on what the screen shows and that may cause a serious problem for them. I stopped using that feature and recently started again when my alc went up. This feature gives insulin over a period of time slowly and I had the same problem. Extended bolus is a common pump requirement for a lot of people like myself especially those eating low carb. Issue two: recently I was out shopping and looked at my pump and did not see in the main screen the correct last bolus I gave myself. I knew or thought I did it and had to stop and go through the history and there it was. In history but not showing correctly main screen last bolus. I called tandem and uploaded and once again I was the only one with the issue and they acknowledge it. They said that the new software was waiting FDA approval. I think they should have sent a warning out to users about the issues with the extended bolus and square wave bolus so others could be aware and check that when they use the feature, it goes through as programmed. In the first instance it was their word telling me that it went through correctly. The screens and history on the pump and their software showed that it did not. With the second instances the history showed it went through correctly. I was a medtronic pump user for 22 years. I am not new to pumping and understand software issues. I don't understand not letting other users know about an issue with that feature so they can make sure they are not just relying on what the screen says. In a busy day, it is easy to quickly look at your pump, treat and move on without checking and confirming it was correctly administered, you rely on the pump info on the screen to be correct. I have photos of events (B)(6) 2015.